Event description:
Rptr states that rptr's relative did back to back blood glucose tests, 10 mins apart. Meter readings were 82, 167, 87 and 167mg/dl. About an hr later, the visiting nurse came and did a test, with a meter reading of 191. Pt did not have any symptoms. A control solution test was high, out of range, 149 (95-143). No harm was alleged.